Event description:
Difficulty troubleshooting with anorectal manometry catheter x3ea from medspira. The company's customer service department told this reporter to send them back to medspira for checking and refund for catherter x3ea. Manufacturer response for anorectal manometry catheter, mcompass (per site reporter). Requested faulty catheters be sent to them.